Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. The probe tip had scratches. When we closed the grasping section and activated seal mode, short circuit error did not occurred. When we pressed the seal and the seal & cut button of the device, we were able to output. The manufacturing history was reviewed, with no irregularities noted. This type of an error and the coating damage is most likely related to the operator's technique. It is inferred that the reported error was probe damage error. Based on the past similar cases, it was known that the probe had scratches when the user output the device contacting with something hard. Furthermore, because the probe received a load, the error occurred. The activation stop occurred due to the error. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already been described followings; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a procedure of upper digestive tract, the subject device was used. At the early stage from the beginning of use, unspecified error occurred and the device was no longer able to activate output. The procedure was completed with another thunderbeat. There was no patient injury reported. As a result of evaluation of omsc on march 23, 2017, omsc confirmed that the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient.